Manufacturer narrative:
MDR 3003442380-2026-10733 / initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was kinked leading to occlusion. The patient experienced high blood glucose and treated with correction injection using multiple daily injections event occurred on 23-mar-2026